Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right atrial (ra) lead implant procedure, the threshold was very high and after many attempts the t hreshold remained high. The ra lead remains in the patient out of service. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.